Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer reverted to an alternate method of insulin delivery. There was no reported impact to the customer¿s blood glucose level. Multiple attempts were made to troubleshoot the issue with tandem technical support; however, no response was received.